Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. It is possible the foreign material was not removed during reprocessing due to deformation of the angulation control knobs. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The colonovideoscope exhibited foreign objects in the nozzle, plastic distal end cover, bending section cover, adhesive of the bending section cover and connecting tube. There were no reports of patient involvement.